Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system could not work in connection with the other equipment after external imaging system repair. Inaccuracy was also noted. Patient presence was unknown. Additional information was received. It was reported that the repair activity associated with this event has been triggered by a repair activity on the external imaging system. The site is aware that calibration is required every time they perform any repair activity on the external imaging system. The device was not in use when the issue occurred. There was inaccurate navigation when interfaced to the external imaging system. Additional information was received. It was reported that the issue was confirmed to be with the external imaging system, not the medtronic navigation system. It was confirmed that no connection issues occurred. There was inaccurate navigation due to wrong calibration. No procedure was being performed when the medtronic navigation system was in use. Additional information was received. It was reported that before the service, the navigation was inaccurate due to images coming from a non-calibrated imaging system. Then, the navigation with a test resin head (no images coming from the external imaging system) was working and fully functional.

Manufacturer narrative:
A0908: inaccuracy a13: could not work in connection with other equipment g2: this event occurred in italy, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. Calibration with the external imaging system was performed. No failures were found with the medtronic navigation system. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.